Manufacturer narrative:
The manufacturer did not receive the instrument for investigation. The cause for this specific event cannot be ascertained from the information provided, but once the product is received and investigated and the result becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that during surgery, the surgeon was trying to implant a 32 insert with rim. The pin of the implanting instrument was stuck in the insert and broke. Another product was used to complete the surgery and no harm came upon to the patient.